Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient had mild crusting around implant site post-op which cleared after a couple of weeks. Patient seen in april with symptoms of an ear infection that was treated with antibiotics, developed cellulitis around the implant site which was treated with sulpha. Patient was seen (B)(6) 2015 and the implant had come out.